Manufacturer narrative:
Literature citation authors: greta radauskaite, gediminas rackauskas, svetlana danilenko, vilius janusauskas and audrius aidietis journal name: journal of clinical medicine year: 2024 issue number:13, 2195 title of article: long-term results of the mini maze standalone bi-atrial surgical ablation: a 10-year follow-up literature reference: doi.org/10.3390/jcm13082195 b3 (event date): the published date has been used as the event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the long-term results of a mini maze standalone bi-atrial study. Cardioblate gemini devices were used to treat the patients. Among all patients, adverse events included: transient ischemic attack, post-operative bleeding requiring a thoracotomy, and post-operative respiratory tract infections, treated with antibiotics. Based on the available information, the transient ischemic attack and post-operative bleeding may have been attributed to the medtronic product. No further information was provided pertaining to the medtronic products.